Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The authorized service provider (asp) inspected the device and replaced the battery. The unit passed testing and was returned to use.